Manufacturer narrative:
(B)(4). Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). Needle detached from thread, the thread broke in surgery.

Manufacturer narrative:
(B)(4) is submitting this report on behalf of b. Braun surgical (B)(4). Manufacturing site evaluation: samples received: 17 unopened pouches and 1 needle. Analysis and results: there are no previous complaints of this code batch. (B)(4) units were manufactured and distributed of this code batch, there are no units in stock. Carefully checked the needle received and noticed that the thread has been broken in the attachment area due to the needle is damaged in this area. Tested the tightness strength of the closed samples received and the results fulfills the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. As instructed for use: "care should be taken to avoid damage when handling surgical needles. Grasp the needle in an area one third (1/3) to one half (1/2) of the distance from the attachment end to the point. Grasping in the point area could impair the penetration performance and cause fracture of the needle. Grasping at the butt or attachment end could cause bending or breakage". Final conclusion: complaint is not justified. Note of this incidence in order to assess if new or additional actions are needed. Actions on product: based on the conclusion derived from investigation, it is not required to take an action on distributed product. But a credit note for one box of product as a quality courtesy. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.